Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade the physician found it difficult to free up the right ventricular (rv) lead due to tissue growth around lead. Once the lead was freed it was noted that their was outer insulation damage. A lead repair kit was applied to the surrounding damaged insulation and the lead remains in use. No patient complications have been reported as a result of this event.